Event description:
It was reported that the ventilator started alarming and when it was shut off and on again, the ventilator sparked. The ventilator would not power on again. No reported harm to the patient.